Event description:
The patient's generator was replaced. The explanted generator has not been received for analysis to date. No other relevant information has been received to date.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient's device is programmed off during the day but she still feels stimulation. The patient also reported that she has had a dry mouth since her current generator was implanted, she has lost 25-27 lbs, and her eyes are drying out. She noted that when the device stimulates she feels a choking sensation and trouble swallowing. It was observed that the patient experienced voice alteration while the device was off. The patient also tapes the magnet over the device during the day and the events still occur. The physician believes the events are related to the vns and that the device is still stimulating somehow. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.